Manufacturer narrative:
The reported event was confirmed however the cause was unknown. 1 sample was confirmed to exhibit the reported failure. A potential root cause for this failure could be operator error. A reliavac evacuator was returned with its balloon burst; however, only the bottom half was found as the upper portion appeared to be lost during an earlier evaluation. The wall thickness of the bottom half measured between 0.0480- 0.0535" meeting specification. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "deflated balloon: check all connections for air leak and drain perforations for exposure above the skin and follow step ¿11¿ above. If still deflated, replace the evacuator." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that on the next day after use, the balloon got torn.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that on the next day after use, the balloon got torn.